Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a dlp pediatric one-piece arterial cannula, it was reported that the cannula introducer was too short and the cannula could not be inserted. This was observed when the package was opened and no attempt was made to use the cannula. The device was replaced. There was no patient involvement, so no adverse effect occurred. Additional information stated that no package damage was noted.